Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 4.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the device was passing through the hemostasis valve, resistance was encountered. The device was removed and it was noted that the stent struts were separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.